Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. Multiple attempts were made to obtain additional information, including device availability for return to stryker. No information was provided. Since there was no device returned, visual and functional inspection could not be performed. A review of the DHR could not be performed as the lot/serial number was not reported. The reported event could be attributed to: - user attempts to cut staples or clips, - user attempts to cut non-soft tissue, - user attempts to cut excessive amount of tissue. The instructions for use (IFU) state: - do not directly apply current to staples or clips. - instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. - if cutting of staples or clips is attempted, damage to instrument may occur. Should the device become available for return, the investigation will be reopened. The reported event will continue to be monitored through post-market surveillance. (B)(4).

Event description:
It was reported the doctors complained the scissors were dull. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.